Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, and a cracked reservoir tube.

Event description:
Customer's mother reported a button error alarm for her daughter. Troubleshooting did not find any cracks or moisture exposure on the insulin pump. Customer is advised to disconnect from her insulin pump and revert to her back-up plan while a replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.